Event description:
Additional information received reported the patient¿s therapy settings for the right side were as follows: 4.2 volts, pulse width of 120, frequency of 110 hertz, and contacts were 8+, 9-, 10-. Therapy settings for the left side were as follows: 4.2 volts, pulse width of 120, frequency of 110 hertz, and contacts were 0+, 1-, 2-.

Event description:
It was reported the patient¿s device was replaced due to premature battery depletion. It was noted the patient fully recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery was not in a new condition.